Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a complete loss of image with horizontal lines on the image. The device passed the leak test and there was no evidence of fluid invasion in the device. The cause of the user's experience was attributed to a damaged charge coupled device (ccd) unit due to extensive usage. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic gastroscopy, lines were observed on the image and visualization was lost. The procedure was reportedly completed with a different, but similar device and there was no pt injury.